Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Correction: section h6 (clinical impact code) was updated from "4582 - no clinical signs, symptoms or conditions" to "1888 - hemorrhage/blood loss/bleeding".

Event description:
Procedure performed: gyn event description: event 1 of 3: (B)(4) event 2 of 3: (B)(4) [MFR #2027111-2023-00573] event 3 of 3: (B)(4) [MFR #2027111-2023-00574] model is eb15 or ea020. It is unknown if a patient injury or illness occurred. Used another handpiece but same problem - no sealing information received from applied medical representative via email 4aug23: lot no: 1484419, surgery: gyn I will check up more specific. No patient was hurt. The hospital has kept the handle used in the surgery at the medico department. I checked the handle and generator, the nurse, medico technician and I did also test the eb215 handle on a wet napkin. Both handles were working fine ¿ no problem at all. We did call the doctor who have had the issues, trying to talk to him. The doctor was gone home due to his nightshift ending. Information received from applied medical representative via email 7aug23: I have been in contact with the doctor [name redacted] this morning, he is the one using the handles. He informs me that both handles didn´t activate when he was using the activate button. But activation did start when he was using the knife. I informed him that we have tested the 2 handles used at the department last friday and we could not find any issues with the handles. Information received from applied medical representative via phone 8aug23: the incident occurred with 3 units of eb217 lot 1484419. One event occurred on (B)(6) 2023 and 2 events occurred on (B)(6) 2023. The 3 units experienced the same problem, as far as I know. The lot number of the event units is 1484419. No patient injury occurred. There were no consequences on the patient. Name of the procedure is unknown. Type of tissue being grasped when the event happened is unknown. The experience was observed immediately after using the device. It is unknown if the ready message was displayed on the screen, or if they received any alarms. The activation tone was heard but only when he activated the knife. There was bleeding observed as a result of the incident. They resolved the bleeding using a competitor device. Intervention: they used a competitor's device. Patient status: there was no consequence for the patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: gyn. Event description: event 1 of 3: (B)(4), [MFR #2027111-2023-00571]. Event 2 of 3: (B)(4), event 3 of 3: (B)(4), model is eb15 or ea020. It is unknown if a patient injury or illness occurred. Used another handpiece but same problem - no sealing. Additional information received from applied medical representative via email (B)(6) 2023: lot no: 1484419, surgery: gyn I will check up more specific. No patient was hurt. The hospital has kept the handle used in the surgery at the medico department. We did call the doctor who have had the issues. The nurse told me that the doctor is 70 years old, and will leave the hospital for his retirement/pension¿ there was general understanding that this could be the main issue. Additional information received from applied medical representative via email (B)(6) 2023: I have been in contact whit the doctor [name redacted] this morning, he is the one using the handles. He informs me that both handles didn´t activate when he was using the activate button. But activation did start when he was using the knife. I informed him that we have tested the 2 handles used at the department last friday and we could not find any issues whit the handles. I have made an agreement with the doctor to come and stay together whit him when he has his next surgery. Additional information received from applied medical representative via phone (B)(6) 2023: the incident occurred with 3 units of eb217 lot 1484419. One event occurred on (B)(6) 2023 and 2 events occurred on (B)(6) 2023. The 3 units experienced the same problem, as far as I know. The lot number of the event units is 1484419. No patient injury occurred. There were no consequences on the patient. Name of the procedure is unknown. Type of tissue being grasped when the event happened is unknown. The experience was observed immediately after using the device. It is unknown if the ready message was displayed on the screen, or if they received any alarms. The activation tone was heard but only when he activated the knife. There was bleeding observed as a result of the incident. They resolved the bleeding using a competitor device. Intervention: they used a competitor's device. Patient status: there was no consequence for the patient.